Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual evaluation found no damage. However, functional/microscopic evaluation found a pinhole (which produced the leak) approximately 5 mm from the device tip. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon leak was confirmed. The returned device was inflated without any problem; however, it was not able to hold pressure as it had a pinhole (which produced the leak) approximately 5 mm from the device tip. Possible that it occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous to the procedure could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an upper gastrointestinal balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was inflated, but the pressure gradually decreased. The doctor pointed out that there might be a pinhole. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an upper gastrointestinal balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was inflated, but the pressure gradually decreased. The doctor pointed out that there might be a pinhole. The procedure was completed with the original device. There were no patient complications reported as a result of this event.